Manufacturer narrative:
Customer returned pump for alleged no com pump to xmtr-unresolved, no com pump to meter-unresolved, and battery cap damage found on 17-nov-2022. Pump was received with missing retainer ring. Unable to perform displacement test. Pump passed self test. Successfully downloaded history files and traces using thus. Pump was received without original battery cap. Unable to confirm battery cap damage. Pump successfully paired with the test transmitter and test bg meter. Pump was cut open to perform visual inspection and found moisture damage¿on the pcba 1 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked reservoir tube lip, cracked keypad overlay, missing o-ring (reservoir tube), detached retainer, pillowing keypad overlay, and damaged display window cover. Pump paired successfully with the test transmitter and test bg meter. No com pump to xmtr-unresolved was not confirmed. No com pump to meter-unresolved was not confirmed. Unable to confirm battery cap damage. Retainer ring damage confirmed due to missing retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Updated summary: insulin pump was returned for analysis.

Event description:
Information received by medtronic indicated that the customer reported a broken insulin pump battery cap and was not able to pair the pump with the bg metre and transmitter. No harm requiring medical intervention was reported. Troubleshooting was not performed. The customer will discontinue the use of the device. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united state